Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a doctor regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the doctor wanted the patient¿s implanted system to be checked as it's not working for patient any longer. Patient is not a good historian, so the doctor doesn't know when system stopped working. Patient is currently in hospital with foot infection. Caller doesn't know if foot infection was related to the device system or not. The hcp was transferred to the national answering service to have a rep paged to have the system checked once patient is out of the hospital. The caller has worked with these systems in the past but not for a while. It was also reported that the patient had a foley catheter in place due to symptoms. No further complications were reported or are anticipated.